Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was at the clinic having a procedure when the patient's heart rate dropped down to 36 beats per minute. The lower limit of the device is set at 60 beats per minute. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.